Event description:
It was reported that the asymptomatic patient presented in clinic for scheduled follow-up. Upon interrogation of the device, loss of capture was noted on the right atrial, right ventricular and left ventricular leads. A chest x-ray confirmed the implantable defibrillator had flipped and all three leads were pulled back and dislodged. A revision was performed on (B)(6) 2017. During the procedure, the left ventricular lead and the device were successfully repositioned. The right atrial and ventricular leads were attempted to be repositioned however, the helix could not deploy. Both leads were explanted and replaced. The patient was stable post procedure.

Event description:
New information noted that when the patient initially presented in clinic, a recent history of dizziness and abdominal stimulation were observed. The dizziness was resolved with rest. The patient was diagnosed with twiddler¿s syndrome. This was the cause of the dislodgement and loss of capture of all three leads. The device was reprogrammed in addition to being repositioned.